Event description:
The customer reported to olympus that the telescope "ultra", 5.4 mm, 30° had the adaptor break off. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: the light guide post was missing and the outer tube was bent. The following non-reportable malfunctions were found during the device evaluation: the distal edge had a dent, the optical lenses were broken, the funnel had a minor scratch. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint adaptor break off was confirmed. Based on the results of the investigation, it is likely that the event occurred due to excessive use. Olympus will continue to monitor field performance for this device.